Event description:
The customer's mother called and reported that the customer received continuous no delivery alarms on the insulin pump. Customer's blood glucose was 600 mg/dl. Customer was treated with insulin pen and stopped using the insulin pump since. Troubleshooting could not be performed as the issue occurred in the past. It was stated customer's mother would monitor the insulin pump and call back if the issue persisted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.